Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1712254; medical device expiration date: 11/30/2022; device manufacture date: 12/26/2017. Medical device lot #: 1712254; medical device expiration date: 11/30/2022; device manufacture date: 12/26/2017. Medical device lot #: 1801215; medical device expiration date: 12/31/2022; device manufacture date: 01/11/2018. Medical device lot #: 1801215. Medical device expiration date: 12/31/2022. Device manufacture date: 01/11/2018. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the customer is having difficulty with the bd plastipak¿ concentric luer lock syringe. ¿they report that they are experiencing their pumps alarming about occlusion when using plastipak 50cc ll 300865. Before these reports with the bd plastipak¿ concentric luer lock syringe they used syringe 50cc 309653 without alarm or any other problems. They haven't changed drugs, infusion-set or nurses. Only the syringes.¿ no reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples neither pictures have been received for investigation. DHR of lots 1712254 and 1801215 is reviewed not finding any annotation or deviation regarding the alleged defect. Ten retained samples from 50ll lot 1712254 and ten retained samples of 50ll lot 1801215 are evaluated. Upon visual inspection of these 20 retained samples, no damage or molding defect can be observed in them that could be related to the alleged defect. During manufacturing process break out force, sustaining force and silicone content tests are done per lot according to procedures. On checking the results for both lots, they are within specification limits according to procedure. Break out force, sustaining force and silicone content tests are done with five out of ten retained samples per lot and results meet specification limits previously mentioned. Pump force test is done with the other five out of ten retained samples per lot in fresenius mc agilia pump at 50ml/h and setting to 150mmhg no observing any occlusion alarm for any sample of both lots 1712254 and 1801215. Comparing these results with our history database register for this test results are almost the same. Final products in this manufacturing line, for this reference and lot sizes are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. 1. Visual inspection: molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2. Functional inspection: printing: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the pallet at the middle of the lot and once in last pallet of the lot. Investigation conclusion: since no issues were identified during manufacturing process and manufacturing record established that all production and quality processes were carried out normally and samples evaluated meet specification limits, we can confirm that the root cause of the non-conformance is not related to a manufacturing defect.